Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies noted to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited loss of capture. The physician attempted to reposition the lead but had the same result. The lead was removed and replaced. The patient was stable.